Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having difficulties charging their implant and getting electrocuted when they charge. Patient stated they got an MRI a month ago and that the issues started after they put the device into MRI mode. Patient reported that every time they charge their implant, they get electrocuted and their whole side turns bright red. Patient stated that this is the third time this has happened and that it used to leave a bruise down their leg. Patient also said that they get a message that says cannot continue, call medtronic when charging their implant. Patient also stated that when charging their implant, the quality goes from excellent to good to nothing without moving, and the controller displays no device found. Patient had gone through passive recharge mode. Patient then stated that when charging their implant, it killed the battery on the controller and that they only get 10% charge on the implant, so they would have to recharge the controller to get another 10% in their implant. Patient mentioned that it took forever to charge the implant. Patient also provided an updated address. During the call, patient confirmed that the recharger cord had visible damage right near the paddle. The issue was not resolved through troubleshooting. Agent reviewed information and redirected the patient back to their healthcare provider to address the electrocution issues when charging their implant. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with the patient to understand the steps taken to resolve the electrocution issues when charging their implantable neurostimulator (ins), patient stated they received a new charging paddle. When asked about if the electrocution during recharge been resolved? If not, what other actions were taken or are planned, to resolve it?, patient stated " the device goes from excellent to not at all without moving, its difficult to charge to 100%. No symptoms were reported.